Event description:
Additional information was received from a manufacturers representative (rep). It was reported that during the catheter dye study, the catheter was aspirated with ease and no resistance. However, when the healthcare professional (hcp) tried to inject dye through the catheter access port (cap) it was met with a great amount of resistance. Dye was visualized via fluoroscopy spreading appropriately in the intrathecal space. The hcp decided to perform a catheter replacement; however, that had not yet been scheduled.

Manufacturer narrative:
Other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving dilaudid (5 mg/ml at 0.9279 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 the patient came in for a pump refill. The expected residual volume was 19 ml; however, the actual residual volume 31 ml. A catheter occlusion was suspected. No pump alarms were reported. The pump was interrogated. The logs were not read. The patient had good pain control and had no complaint of loss of therapy. A dye study and surgical intervention was scheduled for (B)(6) 2016. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. The issue was not resolved at the time of the report. The patient status was reported as "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.